Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: kenan bachour, andrea dahoud, moncef berkache, daniel r. Chow, po hsiang (shawn) yuan, and georges durr. One-year outcomes of hydrus microstent combined with cataract surgery: efficacy across glaucoma severity levels. J glaucoma 2026;35: 42¿48. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported via literature article to evaluate one-year outcomes of hydrus microstent combined with cataract surgery: efficacy across glaucoma severity levels. This file pertains to the patient experienced with macular edema post trabecular stent implantation surgery. There are two medical device reports associated with this report. This is two of the three.